Manufacturer narrative:
(B)(4). On (B)(4) 2013, (B)(4) spoke with the peritoneal dialysis registered nurse (pdrn). The pdrn confirmed the peritonitis. Treatment with oral diflucan (specific prescription unknown) was given and the peritoneal dialysis (pd) catheter was removed. The patient was hospitalized from (B)(6) 2012 - (B)(6) 2012. The patient was recovering. On (B)(6) 2012, pd therapy was stopped and hemodialysis was initiated. The cause of the peritonitis was unknown. The patient was not retrained. The pdrn stated that the event was not related to the homechoice machine, disposable parts, or dianeal therapy. No further information was provided. The reported problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapies. During a call with baxter customer services, the following was reported. On an unreported date in (B)(6) 2012, the patient experienced peritonitis. Treatment was not reported. The patient is still hospitalized. The patient had not recovered.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed on h11j24049 and h12e29053 with no issues noted during the manufacturing process.